Event description:
Additional information received from the patient reported that a CT scan was taken. A doctor checked the patient out for an ok status. The patient was seeing the doctor again on (B)(6). The pain at the implant site and nausea and sickness were on going. It was not an easy fix but the doctor was working with the patient and his body. "We all react different to this stim unit."

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they were sick to their stomach and had nausea in (B)(6) 2015. They also had pain at the implant site on (B)(6) 2015. The patient noted he was in the hospital in (B)(6) 2015 and was wondering if the implant could contribute to the symptoms. He had reprogramming done on (B)(6) 2015. The symptoms were occurring daily. The patient was going to follow-up with their health care professional (hcp). There was an appointment scheduled for (B)(6) 2015. He had seen the hcp the week of (B)(6) 2015 and the week of (B)(6) 2015. The indication-for-use (IFU) was gastric stimulation and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.